Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). E1- initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 4.00 x 12mm stent delivery system was returned for analysis loaded on a guidewire and inside a guidezilla guide catheter. The device was stuck in the guidezilla with distal portion of the stent and balloon protruding. The device was soaked in a water bath in an attempt to soften the dried media. Once removed from the water bath, an attempt to remove the guide catheter manually was unsuccessful. A blade was used by the analyst to allow for the device to be removed distally from the guide catheter. A visual and microscopic examination of the stent identified severe stretching (past the distal tip) and damage to the entire length of the stent. It was not possible to get a stent outer diameter due to the damage. Balloon material was found to be bunched in the proximal region. Balloon appeared unfolded and in a deflated state. A visual and microscopic examination of the bumper tip showed no signs of damage, with the damaged stent stretching past the distal tip.a visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.